Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
In the transurethral resection of the prostate procedure, the mentioned material broke. Therefore, a second units was used. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the device in question was not returned to karl storz tuttlingen. Therefore, a technical and a final determination of the root cause is not possible. In similar cases with the same product, excessive force during application caused the electrode wire to break. The event is filed under internal karl storz complaint ID: (B)(4).